Event description:
Patient with history of atrial fibrillation + cardiomyopathy, had biventricular pacemaker placed in 2002. Patient was in for surgical intervention for left ventricular lead that migrated to right atrium. 3 months later patient had surgery for repositioning of left ventricular lead & pocket revision. The lead was removed. Patient tolerated well + discharged.